Manufacturer narrative:
Product ID 8835, serial# (B)(4). Product type programmer, patient product ID 8709sc. Serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8835, serial# (B)(4), (B)(4).

Event description:
It was reported that the patient¿s doctor had recently refilled the pump, changed the daily dose, and changed the bolus amount. A new refill date should have appeared on the patient¿s personal therapy manager (ptm); however, the ptm did not update the information. No patient symptoms were reported. The medication delivered by the device was not reported.